Manufacturer narrative:
(B)(4). Baxter has received and evaluated the device in question. The evaluation confirmed that the pump alarmed for air in line, however it could not be determined if air was present at the time of the alarm. During testing, a false air in line alarm was not observed. During the evaluation it was found that the upstream sensor had failed causing a constant reload set alarm. The upstream sensor is a known contributor to false air in line alarms and has been replaced.

Event description:
It was reported that a spectrum pump displayed a false air in line alarm. Any patient involvement, injury or medical intervention is unknown.